Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced fistula, inflammation, obstruction, painful urination, hernia recurrence, left inguinal canal lateral wall weakness, bulging, bowel complications/issues, pain, and discomfort. Post-operative treatment included medication, revision surgery and hernia repair with mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced fistula, inflammation, obstruction, painful urination, hernia recurrence, left inguinal canal lateral wall weakness, bulging, bowel complications/issues, pain, discomfort, weakness of deep ring, laxity of the inguinal floor. Post-operative treatment included medication, revision surgery, hernia repair with mesh, ultrasound.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant prod: stapler endo protack, lot: p7b0583px, ref: (B)(4), mesh surg 3dmax med, lot: hubx1959, ref: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced hernia recurrence, left inguinal canal lateral wall weakness, bulging, bowel complications/issues, pain, and discomfort. Post-operative treatment included revision surgery and hernia repair with mesh.